Event description:
Ortho clinical provue, automated blood bank analyzer, misinterpreted a positive reaction, calling it negative. This is the 3rd incident and the 2nd medwatch report completed about this inherently serious problem. The tech rep from ortho called and was not given repair instructions and does not know how to correct the malfunction. The equipment has been decommissioned at this point and only manual reading of gel card is being performed.